Event description:
On (B)(6) 2012 the distributor contacted animas alleging that the up arrow keypad button is unresponsive. There is no additional information available at this time. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 07/23/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no visible damage to the keypad. The up and contrast keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the keypad issue, the display screen as found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal.